Event description:
It was reported that during the use of the product, a "no message" alarm went off. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. .

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: four samples were attached and reviewed. Results: picture one shows a cassette product without blue clip and in used conditions. Picture two show the front view of a cassette product from flow stop model. Picture three show the top view of a cassette product. Picture four shoe the ay bag neck cassette section. Sample received: one sample was received; sample consist in one cassette product. Sample was received in used conditions, decontaminated and inside in a plastic bag. Visual inspection results: sample received do not present any damage, kink, cut or condition that could cause failure mode. Sample was received without blue clip. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no disposable alarm was activated. Complaint is confirmed. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A CAPA was opened to investigate the reported issue and is currently in investigation results phase.